Manufacturer narrative:
(B)(4).the sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Additional: the sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer reported to baxter in regards to a clearlink non-dehp continu-flo solution set. When the nurse clamped off the blue slide clamp, it appeared that the blue slide clamp slit the tubing open and caused leaking. The set was running normal saline at the time of the incident. There was no report of patient injury or medical intervention. No additional information is available.